Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the saghead was filled with debris, the tps flex assembly was damaged, the rotor bearings were gritty, the eccentric bearing was broken, and the motor including the sockets was corroded. The presence of debris in the saghead, damage to the tps flex assembly, corroded rotor bearings, a broken eccentric bearing and a corroded motor are likely to cause or contribute to the handpiece heating up.